Event description:
Reportable based on device analysis completed on 21mar2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 90% stenosed, 38mm x 3.50mm target lesion with >=90 degree bend was located in the severely tortuous right coronary artery. A 38 x 3.00 promus select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or above. Device evaluated by MFR.: promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were found to be lifted and pulled upward. A kink was also present in the mid-section. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.